Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). UDI: (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Visual examination revealed signs of operative use as evidenced by superficial markings, with damage to the drive feature of the screw. The inner cap (saddle) is dislodged from its intended location. The tulip head, the saddle and the screw shank had disassembled. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the saddle falling apart from its intended location during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the three (3) viper prime screws had to be replaced intraoperatively due to lack of pull out strength or inappropriate screw length. After replacement of the screws, the or nurse wanted them to be sterilized for demonstration purpose. After sterilization, two (2) of the three (3) screws fell apart in 3 pieces. It is unknown if there was a surgical delay. There were no patient consequences. This complaint involves three (3) devices.